Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. Product testing was performed and defect found - high results. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from back to back blood test results of 233 and 217mg/dl. The customer¿s expected fasting blood glucose test result post prandial after dinner is 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 05/13/2022. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly, lot number zx4153s, manufacturer¿s expiration date is 05/27/2022. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 186mg/dl and 185mg/dl using true metrix meter. The meter memory was reviewed for previous test result history (time not set; am readings were actually taken in the pm): (B)(6).